Event description:
Caller alleged inaccuracy with inratio. Results as follows: date: 2007, inratio: 1.3, lab: 4.5.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date 2007, inratio 1.3, lab 4.5, mean 2.9, confidence limits 1.8 - 4.2. Per internal procedure, tr 0150, the mean of the inratio meter and comparative system inr were calculated. Both inratio and lab values are not within the confidence limits for inr testing. The results are considered discrepant within the context of the documented variability for inr testing. Therefore, further testing is required at this time. This complaint is a adverse event. For adverse events, ts would ask for both meter and test strips back for investigation. However, per ts update on 04/17/2007, the customer refuses to send the products back due to the fact that the inratio monitoring system is functioning properly and the customer is satisfied with the results they are getting. Retain test strips will be tested.